Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed a "low battery" alarm when the pump was powered on august 3 and 8, 2023. A functional test was performed and the reported issue was not duplicated. The reported issue was possibly due to a damaged backup capacitor. As a preventive measure, the backup capacitor was replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period. B3, d4: UDI, and g5 are unknown.

Event description:
It was reported that the pump exhibited a voltage dropped alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.